Event description:
Customer reported inaccurately low blood glucose readings. He purchased 2 boxes of test strips approx two weeks ago. He immediately noticed that his readings were significantly lower than his usual readings. He called co to report the low readings. The rep said that, most likely, the device was causing the problem. The rep requested that the customer send the test strips for eval, which he did. The customer opened the second box of test strips with the co rep and performed a side by side comparison. The result was 147 mg/dl from box 1 versus a result of 87 mg/dl from box 2. The code was set correctly for all tests. The desiccant is in the bottle. The customer does not have any normal control solution to test either brand of test strips for accuracy. A check strip test yielded a result of 97 versus a check strip range of 75-104. The customer stores his test strips in his kitchen.